Manufacturer narrative:
Findings: report was confirmed by eval. The footed portion of the attachment was cut by tool contact. The attachment had been in the field for approx 26 months without repair. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hosp usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Attachment foot cut by tool. Device returned for repair due to tool contact during a case. Report escalated to complaint based on footed portion of attachment being cut. No pt impact reported. On follow up, it was reported that the detached portion was immediately retrieved using suction. It was confirmed there was no pt impact.